Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Baxter's functional testing experienced the system error 105 and determined the cause to be a seizing motor. The failed motor assembly was replaced.

Event description:
During baxter's functional testing of a spectrum pump, the device alarmed system error 105. There was no patient involvement.